Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced dizziness with device use, it was found the electrode array had migrated out of the cochlea. Subsequently the device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.